Event description:
Consultant reports: the ratchet on the compression forceps is not working properly. Forceps will not hold or tension to compress the fracture. This was noticed during a case, but the surgeon was able to complete the case without incident. Nothing broke into the wound, nothing to retrieve. This is 1 of 1 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation visual inspection determined the forceps was not ratcheting the cutter corresponded to the drawing and processes at the time of manufacture. The evaluation noted it could be clearly seen that the forceps had been cleaned in the closed position where the ratchet arm and the trigger were contacting. The trigger was corroded in this area. The hardness of both components were checked and found to be good. The product evaluation determined the locking mechanism used on the compression forceps is the same locking mechanism used on numerous synthes devices such as the patella forceps. The design was review and deemed adequate for the clinical need. With repeated normal use, the locking mechanism will eventually wear down. Under extreme loading conditions the wear rate will be accelerated. It is hard to determine the exact mode of failure without knowing the exact conditions under which the device is being used. The complaint event disposition is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 07/28/2011.